Event description:
I was bit by a tick, living in (B)(6), in 2008 and developed a bulls eye rash with lyme symptoms. Six months later, I was tested for lyme disease with two tier testing - elisa and western blot. The tests were negative and I received no treatment. Over the next six years my lyme symptoms gradually became drastically worse to the point where I cannot work due to severe cognitive symptoms, fatigue neuropathy, joint pain, intermittent vision and hearing loss and migraines. I now have a positive two tier test by cdc standards. The inaccuracy of this testing led to delayed treatment and fully disseminated lyme disease. Had I tested positive with the first test, I could have been cured with a few months of low cost antibiotics. Late stage lyme disease has cost me my job ((B)(6)) and I now spend (B)(6) per month out of pocket for the portion of the treatment my health insurance does not cover. Fortunately, I have a great insurance that covers the other (B)(6) per month. I am not a rare case. The inaccuracy of the lyme testing is acknowledged by the cdc. Please help to fix this testing. With an estimated 1 million new cases of lyme disease each year, testing inaccuracy has dire consequences; including personal losses both emotional and financial, increased medical costs and an economic impact from decreased worker productivity.